Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds devices are filed under separate medwatch report numbers.

Event description:
This is filed for intervention, hospitalization and incomplete coaptation it was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced; however it was noted the cds was not steering in the right direction; therefore the device was removed. A second cds was advanced and deployed laterally, but the clip opened from 10 degrees to 30 degrees after deployment when the line was removed. There was residual mr of grade 3+ from the clip but the clip remained stable on the valve. A third clip was implanted to stabilize and further reduce mr, but had a single leaflet device attachment (slda), detaching from the anterior leaflet. A fourth clip was implanted to stabilize the slda clip. The fourth clip made contact with the third clip multiple times. The mr remained 4+ and the patient was sent to mitral valve replacement surgery on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported single leaflet device attachment (slda) could not be determined. The reported unchanged mitral regurgitation (mr) appears to be related to the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.